Event description:
New information notes that the lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that the pt presented to the clinic for follow up. The atrial lead exhibited noise and low out of range impedance. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.